Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the shunt sensor displayed a calibration error and when it was removed it was found to be broken. The product was changed out. There was no delay, and the surgery was completed successfully.